Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the had a previously unreported surgical procedure to reposition the pump on (B)(6) 2016. On (B)(6) 2016, the patient was admitted due to having elevated hemolysis markers, and underwent a pump exchange on (B)(6) 2016 due to suspected thrombosis. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The distal portion of the driveline, the inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the pump upon disassembly revealed two small depositions adjacent to the bearing ball within the proximal side of the outlet stator. Their lack of concentric layering indicates that these depositions did not initially form in the outlet stator. The origin of these depositions could not be determined; however, their areas of denaturation suggest that they were present while the pump was supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's hemolysis. A root cause for the repositioning of the pump that occurred on (B)(6) 2016 could not be determined though this evaluation, and a correlation to the observed depositions could not be established. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.